Manufacturer narrative:
As reported by the site, the issue was resolved by using a back-up instrument. Damaged instrument was not returned to manufacturer for analysis, therefore, no findings are possible. Part not returned.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the probe's tip was broken. The procedure was completed using a back-up instrument. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.